Manufacturer narrative:
Batch review performed on 01 april 2019: lot 160023: (B)(4) items manufactured and released on 11-mar-2016. Expiration date: 2021-02-27. No anomalies found related to the problem. To date, all the items of the lot have been already sold without any similar reported event.

Event description:
Revision surgery 2 years and 9 months after the primary due tibial component loosening and tight joint. All knee implants revised. The surgery was completed successfully.